Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60 indicating that a 1122 "blower temperature high" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was removed from service. The remote service engineer (rse) evaluated the device with the biomed and confirmed the reported error in the significant event log. The rse recommended that the biomed change the air inlet filter and test the device for 24 hours. The rse also advised the biomed of the troubleshooting steps which included verifying that the air inlet filter was not dirty or blocked, verifying that the cooling fan was operational, replacing the blower, and replacing the mc pcba if needed. The biomed reported back to the rse and stated that after replacing the air inlet filter and testing the device for 24 hours, the reported blower temperature high error could not be reproduced. The device passed required performance verification tests per philips standard and was returned to service.